Manufacturer narrative:
Date received by MFR: should have been 05-jul-2016. Additional information was received that the patient underwent an explant procedure. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, serial #: (B)(4), description: next generation anchor kit sterile.

Event description:
A report was received that the patient's ipg appeared to be eroding the skin and poses a risk for infection. It was noted that there was no skin breakage. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg appeared to be eroding the skin and poses a risk for infection. It was noted that there was no skin breakage. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg appeared to be eroding the skin and poses a risk for infection. It was noted that there was no skin breakage. The patient will undergo an explant procedure.